Event description:
Reference number (B)(4). Event occurred in the united states. On july 16th, after breakfast and before leaving for physical therapy, the patient changed their infusion site. Later, it was discovered that the infusion set cannula was bent when it was removed at the hospital. The patient admitted to not testing for ketones or following the ketone prevention algorithm (kpa), acknowledging this as user error. Blood glucose readings showed a concerning upward trend, measuring 330 mg/dl and escalating to 522 mg/dl. After the second reading, the patient reported feeling disoriented, which prompted friends to call emergency medical services. The patient was transported to the hospital where they received treatment including insulin injections and saline solution. The patient remained hospitalized from july 16th until being discharged on july 18th. During the incident, the patient experienced symptoms including feeling "discombobulated" and sweating. The high glucose condition persisted for approximately 12 hours before medical intervention. Following hospital discharge, the patient has temporarily switched to multiple daily injections (mdi) as directed by their healthcare provider. Training has been scheduled to help the patient reconnect to their insulin pump. While the patient has underlying health conditions, no long-term health effects from this specific incident have been identified. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6007697, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 17-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6007697". The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6007697 was manufactured according to the work instruction (wi) version 74 and manufactured in the line 06 on 15-jun-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo was provided. In order to test the product, the returned sample from the lot have been requested. No returned samples. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned. No non-conformance (nc) raised during production related to complaint code, no thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.